Event description:
It was reported that during a follow up in clinic, oversensing and low pacing impedance were noted on the right ventricular (rv) lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition.